Event description:
Pt was post-op from surgery to repair a mesenteric artery injury sustained from a motor vehicle accident. Chest x-ray and kub x-ray revealed lap sponges retained in body cavity from surgery. Pt had to be returned to surgery for removal of three lap sponges.